Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon had the patient in the clinic due to post-op throat pain. He noticed screws backing out of the plate. The surgeon did an acdf on (B)(6) 2019. Surgeon is still deciding about revision surgery. Surgeon may replace the screws. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This is report 1 of 2 for complaint (B)(4).